Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. A review of the site's system logs was performed for the reported procedure date on system sq0863. The results of the log review were consistent with the customer reported event, which indicates that the customer experienced a repeated error 23062 (the 3 phase motor did not respond as expected) that returned after recovering the fault multiple times. While failure analysis investigation was unable to replicate the reported issue, the testing results indicate a potential issue with the gimbal and slipring.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the 23062 error and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported error 23062 was not replicated during fitness testing or sine cycle on the mtm. However, there were additional findings pointing to other issues coming from the gimbal failing slow gravity balance on the wrist pitch and grip accuracy test. The gimbal and slipring are recommended to be replaced according to the test findings.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an operating room nurse contacted technical support to report an issue with the master tool manipulator (mtm). System logs showed error 23062 associated with the right mtm. No obstructions were found with the mtm. The caller mentioned that a single error had occurred in the previous case as well. At the time of the call, the error was persistent and returned after each attempt to clear it. The system was hard power cycled, but the error continued to recur. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller exercise the right-hand control while the fault was present, and the surgeon noticed something internal was loose and could hear it during repositioning. Although the error was cleared, the surgeon expressed concerns about it returning. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the da vinci coordinator and obtained the following additional information: the reported issue occurred during the procedure. The case was going when the arm started to malfunction. The procedure was converted to laparoscopic using same trocars. There was no patient injury.